Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. The customer's blood glucose level was 211 mg/dl. The customer was unable to clear the alarm. The customer was to contact the healthcare provider to obtain a backup method to manage diabetes.